Event description:
It was reported that following implant, it was noted that loss of capture was observed on the right ventricular (rv) lead which was not capturing at maximum output. It was determined that the rv lead was dislodged. The rv lead was explanted. The patient received an upgrade to a leadless system. The patient was stable.

Manufacturer narrative:
The reported event was dislodgment and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.